Event description:
It was reported that the subject device presented an e216 error message. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and due to a correction required. Three attempts were performed to obtain additional information, but no response was received from the customer. Updated fields: d9, g6, h2, h4, h6, h11. Corrected fields: g4. The device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. No device problem found due to device not returned. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device presented an e216 error message. There were no reports of patient harm.